Event description:
It was reported that tricuspid valve infection was noted on a patient. It is unknown if the physician considers the infection to be procedure related, lead related, and/or device related. The right ventricle (rv) lead, the right atrial (ra) lead, and the device were explanted. It is unknown if additional intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.